Event description:
Additional information obtained identified that the lead was explanted and replaced. Therapy was restored to the patient post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced abnormal chest pain following a lead replacement procedure. As a result, the patient was briefly hospitalized.